Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial exhibited loss of capture due to dislodgement. The lead was explanted and replaced. The patient was doing fine post procedure.